Event description:
It was reported via repair work order that the scale was inaccurate due to damaged load cells. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported. It was also reported the bed had intermittent power due to a malfunctioned main pcb.

Manufacturer narrative:
Supplemental report submitted as the investigation found this unit also had intermittent power due to a malfunctioned main pcb.

Event description:
It was reported via repair work order that the scale was inaccurate due to damaged load cells. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.